Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer experienced difficulties connecting the usb cable to the usb port to charge the pump; no damage was observed. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.